Event description:
It was reported that ancillary device removal difficulty occurred. He 95% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 6f guidezilla and 2.75mm x 12mm nc emerge balloon was selected for use. During procedure, it was noted that nc emerge was advance into the guidezilla, and after post dilating the stent, resistance was felt while removing the balloon. Furthermore, after taking the balloon out, it was noted that the shaft was broken in two and the non-boston scientific (bsc) 0.014-inch guidewire had sheared off. The device was removed by using another 0.014-inch guidewire and balloon and inflated it to snare or trap the distal balloon shaft in the body. All pieces were removed intact. The procedure was completed with another 2.75 mm x 12mm nc emerge. There were no patient complications.